Manufacturer narrative:
The device was not available for evaluation. A device history record (DHR) review showed no evidence that a product defect or non-conformity contributed to the reported issue. The device met all the criteria called for in the production router. Probable causes could be the lack of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. IFU 3034554 rev 1.0 (hahn tapered implant system instruction for use) states: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also states "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." Additionally, the IFU states: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability. This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
The device has been returned and the results are as follows: returned sample: the implant was returned, but not in the original package. The part was verified to be a hahn tapered implant 5.0 mm x 10 mm (70-1154-imp0015). The returned implant had no defect or non-conformity. The threads were intact and the internal features were fine. Bone debris was observed from the implant. Investigation summary: the returned implant was visually inspected and evaluated. No evidence indicated that the implant was defective. There was no evidence found to indicate that the reported issue was caused by the device itself.

Manufacturer narrative:
The device has not yet been returned. An investigation will be conducted once the sample has been returned and a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant ø5.0 x 10 mm had lack of primary stability. According to the information received, the implant was not stable and did not engage the native bone. There was no pain reported, but the implant site was infected. The patient was reported to be fine. The implant was placed into tooth # 31 on (B)(6) 2019 and was explanted on (B)(6) 2019. The implant site has type ii bone quality. The patient has parafunction. The patient has no medical pre-existing condition. There was no abnormality observed with the implant itself.

Manufacturer narrative:
Correction: the following statement was inadvertently left out in section h10 from the initial submission dated 11/25/2019; this is the second of two implants, please see manufacturer number 3011649314-2019-00681 (B)(6) for the first implant.